Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were feeling a sudden stimulation. Patient stated that they were sitting down and haven't mess with the device, and all of a sudden they started feeling jingling, and felt like when increasing stimulation and was too high. Patient also stated that they felt it pulsating yesterday at the park, and just thought that it might just because they are sitting on a metal bench. Patient mentioned they have done all the programs before. Patient denied having falls, accidents, or doing extreme/strenuous activities. Agent had the patient connect to the ins and reviewed changing programs, patient was able to change programs and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor the issue and redirected to hcp to further address it.